Event description:
It is reported that the device was implanted in 2007. The pt presented to the doctor's office on approx six months later, with a painful right knee. X-rays revealed that the tibial component was loose. The device was revised on two weeks later.

Manufacturer narrative:
Evaluation summary: the returned tibial plate shows good bone cement mantle and deposits of body tissues on the back surface and around the keel with significant body tissues on the lateral side. An x-ray photo sent with the complaint does not have good resolution and is not very clear; however, it does show lucency between the bone cement and the bone on the lateral side. Also, it is reported that the pt fell. The cause of the problem could not be definitively determined, however, significant body tissue deposit on the lateral side suggests that the tibial component pulled off the bone possibly due to impact of fall. As returned, bone cement/tissue is attached to the distal side of the stemmed tibial component. The device meets specifications as measured. Device history records indicate device manufactured to specification.